Event description:
A patient experienced an injury while being treated with iridex oculight slx laser system. The probe was discarded. No other information was provided on the reported adverse event. It is unknown if the device malfunctioned. Therefore, given to the limited information it is unknown whether the device performance may have led to the patient injury. Iridex is currently investigating this adverse event and has contacted the complainant to gather more information.